Event description:
The customer called to report low bgs. The customer stated that patient was involved in a car accident and taken to the emergency with low bg. The customer indicated that patient may have bolused at the wrong time for their meal and the insulin reacted prior to food digestion. The customer pointed out that patient was not admitted to the hospital, just treated and released. It was informed that the customer was taking a medicine for depression. Troubleshooting was performed. Pump passed the functional testing.